Manufacturer narrative:
(B)(4) side car - rx pushback. A physical examination of the returned device found the basket to be fully retracted and the tip was intact. The outer sheath was torn adjacent to the heat shrink and pushed distally. Additionally the sheath was buckled in the side car-rx. Furthermore, the side car-rx presented pushback out of specification. A functional evaluation was performed by extending the basket but was unsuccessful due to the sheath damage and heavy residue inside the device. The basket was manually pulled open and the basket width was found to be within specification. The condition of the return device was consistent with the reported event of basket won¿t open. The complaint is associated with a product that meets the design and manufacture specifications but due to the residue between the basket wire assembly and coil assembly, friction was created probably causing the sheath to tear during actuation thus the device performance was limited, therefore, the most probable root cause is ¿operational context.¿ the device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2016. According to the complainant, the basket worked mostly during the procedure. However, after several attempts of extending and retracting the basket, the basket failed to extend and the stone could no longer be retrieved. The device was removed and a second trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". This event has been deemed an MDR-reportable event based on investigation results which revealed that the side car-rx presented pushback.